Manufacturer narrative:
H.6. Investigation: a false positive issue was reported on a bactec fx40 instrument (p/n 442296, s/n (B)(6)). Customer reported about the false positives. Bd remote assistance communicated with the customer and confirmed that the false positives were caused by external temperature and environmental factors. This is an unconfirmed failure of bd product. Bd quality did not receive any returned materials for investigation. Review of device history record for (B)(6) is not required due to the age of the instrument. Service history for (B)(6) was reviewed and revealed no previous complaints related to false positives. The root cause for false positives was due to external temperatures. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported that while using bd bactec¿ fx40 instrument false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " increase of false positives"

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx40 instrument false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "increase of false positives".